Event description:
Clinical study same case as 6000089-2007-01323. It was reported that 128 days after a coronary drug eluting stenting treatment procedure, the patient had a stent thrombosis (st). The patient presented for treatment with an acute myocardial infarction. The index procedure treated a 3.0x10mm, 100% stenosed lesion in the mid left anterior descending artery (mid lad) with predilatation and placement of two overlapping taxus express2 drug eluting stents of size 2.75x16mm, 2.75x12mm, reducing stenosis to 0%. The patient was discharged 6 days later on aspirin and plavix. The patient was not resistant to antiplatelet medication, but the site was not sure about his compliance. The patient underwent a staged procedure 37 days later. Two non-bsc bare metal stents were implanted in the right coronary artery (rca). At 128 days post index procedure, the patient arrived in the hospital in cardiogenic shock and had chest pain for more than 30 minutes. In catheterization lab, the stents in the lad and rca were found to be occluded by clot. Additional stents were deployed in the previously placed stents. Intra-arterial balloon pump and temporary pacemaker were transplanted and the patient was mechanically ventilated. The patient was also treated with dopamine, bicarbonate and lidocaine. The patient was unconscious and ventilated at the event report time. At this moment, he is still hospitalized in the intensive care unit, but getting better and not ventilated any more. He is fully conscious, able to communicate and even sit on bed side. The physician assessed the device relationship of this event as definitely.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.